Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a system controller exchange was performed for a patient whose controller wouldn¿t transmit any data to hospital system monitors or heartmate touch (hmt) ipad. The controller was to be sent back for analysis, and the patient tolerated the exchange well. The white cable was to be evaluated to determine if internal damage to the cable was causative factor of inability to connect/receive data. The ventricular assist device (vad) coordinator attempted to connect white and black cable to the hmt, unable to receive data connect to controller. The power module (pm) and hmt were performing properly on demo pump and previous patients in clinic. Attempt was also made on system monitor without any data/connection again. No alarms present.

Manufacturer narrative:
Corrected data: section h8: usage of device corrected. Manufacturer's investigation conclusion: the reported event of communication issues between the heartmate 3 system controller and the heartmate system monitor/heartmate touch was confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), was connected to a test power module and system monitor. The controller was intermittently unable to establish communication between the controller and the system monitor. During functional testing, the controller did not pass the current sense test. The controller was opened visually inspected at the component level to be physically unremarkable. The communication and current sense issues were traced to a compromised integrated circuit (ic) on the main printed circuit board (pcb). The ic was replaced. The controller was connected to a mock circulatory loop and run for an extended period without the communication issues reproducing. The current sense test was performed again and passed. The controller otherwise passed all functional testing. A manufacturing task was opened to investigate this compromised ic; however, a specific root cause could not be conclusively determined. A non-issuance external corrective action request (ecar) was created to inform the supplier of this event. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, and section 6 of the patient handbook, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.